Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The occlusion events caused the customer's blood glucose level to display "high." To address the situation, the customer administered a correction injection using an alternative method. Reportedly, the customer changed the infusion set and cartridge to resume their insulin therapy. There was no need for assistance from a third party.